Event description:
Philips received a complaint on the v60 ventilator indicating that there was a 1009 (vent-inop): pressure regulation high alarm. There was a total shutdown of the v60 device while in use. There was no patient or user harm reported. The customer biomedical engineer (bme) confirmed the device issue. A philips field service engineer (fse) went to the customer site and evaluated the device. The fse confirmed the occurrence of the pressure regulation high alarm by checking the device diagnostic report. The fse replaced the data acquisition printed circuit board assembly to resolve the issue. Following the part replacement, the fse successfully completed a performance verification test (pvt) on the device. The device was returned to the customer ready for use.